Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the percutaneous angioplasty procedure. During the first inflation, at 8 atmospheres for 10 seconds duration time, the balloon ruptured in a pinhole shape at the distal tip. After decompression, the device was removed from the body and the procedure was completed with another device. There were no patient complications reported.